Event description:
According to the reporter, in a pancreaticoduodenectomy, when the tissue was clamped during duodenectomy, the jaws did not close completely. The jaws could not be completely tightened and the tissue was misaligned. Another reload of the same type was used but the same issue occurred. A third reload was opened, and the issue still occurred. After the third reload replacement, the tissue was able to be clamped without issues. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4a1017); sigphandle, sig power sigphandle handle (sn:unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown): egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4a1017) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.